Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600+ mg/dl. The customer was treated with IV fluid and injections. The customer was off the pump for less than 48 hours. The customer was assisted with the high pressure test and it passed. The customer also woke up with blood glucose of 547 mg/dl and treated with 13 units of insulin. The customer's blood glucose went down to 288 mg/dl. The insulin pump will not be returned for analysis.